Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer was at 130 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as being unresponsive and a fever. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer stated the pump was fine. The customer also mentioned they lost their transmitter and they were in the hospital for covid 19 before the high incident. The insulin pump will not be returned for analysis.